Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action. The device is used for treatment purposes. A review of the device history record showed the device had a manufacture date of 13jul2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the device had dim segment on the display. It was then noted that the display board was replaced, the device was calibrated, and preventive maintenance was performed. All test were passed. No further information was provided. There was no patient involvement.

Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action. The device is used for treatment purposes. A review of the device history record showed the device had a manufacture date of 13jul2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had dim segment on the display. It was then noted that the display board was replaced, the device was calibrated, and preventive maintenance was performed. All test were passed. No further information was provided.